Event description:
The device was used during an unspecified laparoscopic procedure. Reportedly, there was insufficient coagulation. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.